Manufacturer narrative:
Per the user facility's biomedical engineer, the perfusionist turned the heart lung machine (hlm) on prior to the case. The o2 and air lines were not connected. The fio2 reading was unstable and would not stabilize. The hlm was turned off and back on and the fio2 reading stabilized. Per data log review, on 23-feb-2021 the system was powered on and both o2 and air were disconnected. A perfusion screen was opened at 06:18:28. The gas system was never calibrated and the perfusion screen was exited at 06:22:19. The system was power cycled and a perfusion screen was opened at 06:24:21. There are no indications of a problem in the log.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) reading was unstable and would not stabilize. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the user facility's biomedical technician the oxygen (o2) and air supply lines were not connected prior to starting the heart lung machine. A reminder was provided to the user of this to prevent unequal pressure causing damage to the gas blender. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.